Event description:
It was reported that the during a photoselective vaporization procedure, the fiber exhibited forward firing after 246962 joules and 34:35 minutes of fiber use. The light emitted from the fiber was red. A second fiber was utilized to complete the procedure without patient complications.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination with magnification showed that the glass cap was able to rotate and move independently of the metal cap and was observed to be protruding further out of the metal cap than intended, indicative of glue failure. The glass cap exhibited moderate devitrification at output window. Fiber tip devitrification is a normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip caused the glass at the firing window to crystalize. The metal cap exhibits severe charred detritus adhesion on surface, indicative of tissue contact. During functional analysis, the fiber was tested with a hene (helium-neon) laser fixture. The testing conducted showed that the aim beam was at the output window, as intended; therefore, the reported forward firing cannot be confirmed. There were no signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with the fiber and can rotate the fiber. The observed condition of the fiber is consistent with devices that experience tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated glue failures which lead to fiber rotation within the metal cap. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates the interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event.the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the during a photo selective vaporization procedure, the fiber exhibited forward firing after 246962 joules and 34:35 minutes of fiber use. The light emitted from the fiber was red. A second fiber was utilized to complete the procedure without patient complications.